Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, manufacture date ¿ ni. Log files not sent for analysis.

Event description:
It was reported by the sales rep in (B)(6) that during a bilateral total knee arthroplasty, while doing the femoral cut validation, the system rejected the femur cut validation on both sides and displayed an error indicating the validation tool and/or cut guide motion was detected. The surgeon tried multiple times to obtain the validation for each knee, and as a result the surgery time was extended "about 30 minutes". There was no patient harm or adverse outcome reported as a result of this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Log files from the procedure were not returned for evaluation; therefore, the root cause could not be identified. A screen shot of the error message from the procedure was reviewed, which indicates femoral validation was rejected because movement of the instruments was detected during the acquisitions. There are warnings in the package insert that state that this type of event can occur: "warning: from registration to validation, the instruments must remain stable and properly fixated to the bone to ensure accuracy of the system."